Event description:
The customer reported that there was no exposure, no x-ray while pt was on the table.

Manufacturer narrative:
(B)(4). The field service engineer (fse) checked the system and found damage to the footswitch connector and switches and large focus test failed on x-ray tube test. The fse replaced the footswitch and x-ray tube, this solved the problem. The system has been functioning normally since the replacement. No injuries to the pt were reported.